Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a nav-ring failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was discovered onsite that a nav-ring failure occurred. A philips authorized service provider (asp) went onsite to investigate and discovered that there was a nav-ring failure. The philips asp replaced the nav-ring to resolve the reported issue. The philips asp replaced the nav-ring to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.